Manufacturer narrative:
Additional information was received on 06-feb-2023. The tamponade did not involve any biosense webster products. Additional information was received on 14-feb-2023. Catheter was connected to the patient interface unit but not inserted in the femoral access. Since additional information stated that the catheter was not inserted in the femoral access and the tamponade did not involve any biosense webster products, the MDR reportability was re-assessed to concomitant product and no longer considered MDR reportable. Therefore, updated the h6 medical device problem code field from patient device interaction problem (a01) to adverse event without identified device or use problem (a24). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer¿ bi-directional electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that avnrt was assessed via ep study. Patient underwent tamponade prior to avnrt ablation. Additional information was received. The adverse event was discovered during use of biosense webster products. Pericardiocentesis was performed. It was unknown if the patient required extended hospitalization because of the adverse event. Generator information was a ngen, sn unknown. No transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was not performed. There is no evidence of steam pop. The event occurred during the ep study phase. No irrigated catheter was used.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).